Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a loud noise was heard and upon rushing to the scene, the patient was found with right sided paralysis. Emergency services were called. At the time of the emergency call, the patient was confused but had no issues with consciousness level. However during transport, there was a rapid decline in consciousness and worsening respiratory status. The emergency department, neurology, and intensive care unit lead were contacted. Upon arrival, they were iii-300 on the japan coma scale (jcs). The patient had spontaneous breathing but showed agonal (jaw) breathing. Oxygenation and ventilation were maintained with approximately 10l/min via reservoir mask. Anisocoria (unequal pupils) was observed. Computed tomography (CT) scan showed extensive subcortical hemorrhage in the left cerebral hemisphere with midline shift. Consultations were made with the on-call neurologist and neurosurgeon. Due to the hemorrhage being in the dominant hemisphere, there was a high likelihood of lasting sequelae such as hemiplegia and aphasia. Neurological prognosis was deemed poor. During emergency transport, the son was contacted and expressed a wish for full-code treatment. However, the advance directive indicated that invasive treatments were not desired. After explaining the CT findings and other details again (as documented in the informed consent record), the family decided to respect the advance directive. While the son was at the hospital, other family members were contacted to confirm agreement with the treatment plan. Ultimately, informed consent was obtained, and the code status was finalized. Treatment included: k2 (vitamin k), kcentra (prothrombin complex concentrate) reversal, nicardipine for blood pressure control, glycerol, continuation of heart failure medications, electrolyte and other adjustments. The cause of death was cerebral hemorrhage. There were no notable changes to the patient condition or anticoagulation status. The patient experienced impaired consciousness, and they were treated with antihypertensive agents and diuretics. The onset date of the cerebral hemorrhage (B)(6) 2025. It could not be ruled out that the cerebral hemorrhage was device related, but there was no causal relationship between the patient's death and device function. The cerebral hemorrhage occurred while the patient was taking warfarin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was at home and passed away on (B)(6) 2025. The patient died of an urgent readmission due to a cerebral hemorrhage. The heartmate 3 blood pump was not resected because no autopsy was requested.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The international normalized ratio (inr) value on the day of the cerebral hemorrhage on (B)(6) 2025 was 2.78. There was no record of the inr values on (B)(6) 2025.